Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8709, serial# (B)(4) implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that since the night prior to the report, the patient had withdrawal symptoms. The pump logs revealed a motor stall that did not recover. The stall occurred at 17:41 the day prior to the report. It was further stated that the patient had back pain. The patient did not have an MRI and was not believed to have been around any magnets. The medication used within the system was morphine and bupivacaine. The following day, the company representative confirmed that the patient had a return of symptoms, and noted the patient experienced a return of pain. The stall was noted to have occurred when the patient was at home. The patient was on oral medication. A pump replacement was being considered, but nothing was scheduled. It was later reported the pump indicated a tube set message as the pump had been stalled for a duration that exceeded forty-eight hours. It was later reported that the pump was replaced and the patient "already seemed to feel better." The cause of the motor stall was not known. It was later reported that the patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump revealed the following: an unconfirmed pump tube breach of the pump head; shorting across the insulator of the motor feedthru; corrosion, wear, and lubrication of the motor gear train; a stall due to the shaft-bearing of the motor gear train; and a stall due to the gear-pinion of the motor gear train. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed the following: an unconfirmed pump tube breach of the pump head; shorting across the insulator of the motor feedthru; corrosion, wear, and/or lubrication of the motor gear train; a stall due to the shaft-bearing of the motor gear train; and a stall due to the gear-pinion of the motor gear train. The inside of the pump and motor can was covered in residue with little to no fluid present. A leaking pump tube was suspected, but the leak could not be found. The leak could not be reproduced and it was believed the leak had ¿self-healed.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.